Event description:
The customer reported that there was a bloody fluid leak of approximately 10 ml from the coulter lh 750 hematology analyzer while doing startup. The leak was contained within the instrument. There was partial aspiration and low vacuum errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found the needle bellows not draining. He found no vacuum at qd26. He also found a broken pinch valve vl53b. The valve and associated tubing was replaced, resolving the issue. (B)(4).